Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that since beginning use of her infusion device her blood glucose has been unstable. She stated that her blood glucose was in the 400 mg/dl range. Her normal blood glucose is 60-180 mg/dl. She stated that she has changed the basal rate settings of the infusion device several times. She stated that she was not confident in using the infusion device. A request for patient training was submitted. Further attempts to reach the patient for follow up were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.